Event description:
I took the ellume home covid test and received a positive results. I had multiple symptoms including fever, headache, cough, and sore throat. The next day I took a pcr test and another home test (binax now) and both were negative. Subsequent binax now tests throughout the week were also negative. FDA safety report ID# (B)(4).